Event description:
Customer reported to beckman coulter, inc. (Bec) that the white blood cell (wbc) and hemoglobin b (hgb) were biased high on the controls ran on the coulter lh 750 hematology analyzer (lh 750). Customer reported that there was an lh cleaner leak on right side of the aperture module. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(Other): customer called and cancelled service before bec field service engineer arrived at customer's site. Customer did not provide any information on how the issue was resolved. (B)(4).